Event description:
Brush head popped off into mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head popped off of the oral-b toothbrush into their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
28-aug-2024 case update: complained product will not be not available.

Event description:
Brush head popped off into mouth - oral-b [device breakage] . Case narrative: consumer via phone stated that the oral-b toothbrush head popped off of the oral-b toothbrush into their mouth. No injury was reported. 28-aug-2024 follow up via phone: the consumer reported that they disposed of the device. No injury was reported.